Event description:
It was reported that the pacemaker lead had an insulation breach. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed inner insulation breached with metal ion oxidation; full lead in segments was returned for analysis. Further testing revealed all conductors were distorted and stretched, all conductors had blood/body fluid (not obstructed), outer insulation was kinked/bucked; outer insulation was pulled apart (overstress), outer insulation breached with environmental stress cracking, outer insulation was torn, outer insulation was breached cut, helix was distorted/bent, blood was in/on the helix mechanism, and the lead was stretched.